Event description:
It was reported that during equipment testing, before a procedure by the customer at the user facility, the core impaction drill, got hot. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.